Event description:
It was reported that on interrogation of the implantable cardiac monitor it was observed that three days post implant there was an asystole episode that was suspended for three minutes and 40 seconds. The r waves were low and the episode was attributed to loss of contact. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).